Event description:
Gambro received a complaint on (B)(6) 2007, from a facility who reported that a phoenix machine was leaking. It was unknown when the leak occurred. There was no pt injury or medical intervention warranted in this event. No evidence of alarms occurred. A gambro technician inspected the machine and found that it was leaking at the pd transducer. He reconnected tubing at the pd transducer. He verified no other leaks from the machine and performed adr heat disinfection.

Manufacturer narrative:
Improvements to increase the robustness of the hydraulic connections have been designed and validated and are currently being introduced in the field to avoid the occurrence of tubing disconnection.